Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. D6b: explant date: couple years ago from the aware date. Additional suspect medical device component involved in the event: product family: (B)(4). Upn: m365sc11600 model: sc-1160 (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. All components were explanted. No further information has been obtained despite good faith efforts.